Manufacturer narrative:
E1. Initial reporter phone#: +(B)(6) . H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Due to fact that cuff leak was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with a sharp edge. Unfortunately, without the sample we are unable to determine true root cause of this issue. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that a leak was found in the tracheostomy tube the day after placing it. It was replaced with a new suction tracheotomy tube and accessories for use. There was patient involvement and no additional patient harm reported.